Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Event description:
It was reported that during a spinal surgery the cage cracked when rotating from oblique to lateral at l4-5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product was returned. Visual examination confirms implant is fractured on one side. Optical examination of the implant identified deformation at the opposite tang and around the threaded hole consistent with significant bending stresses. Microscopic examination of the fracture surface revealed a fairly brittle fracture, with rays emanating away from the threaded hole and no indication of fatigue. The preceeding observations are consistent with bend stress overload.